Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump lost power after the alarm vibrated, sounded, and prompted the patient to change the battery on (B)(6) 2011 at 11:55 pm. Reportedly, the patient did not hear or feel the alarm. The animas pump eventually lost power due to the unconfirmed replaced battery alarm. On the morning of (B)(6) 2011, the patient awoke with blood glucose reading of 480 mg/dl and was feeling nauseated. During troubleshooting, the patient confirmed there was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The product was sent back for investigation. The patient was advised to go on the backup plan. This complaint is being reported because the patient reportedly had reading of 480 mg/dl and was symptomatic after the power issue began.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box history showed that the patient received a replace battery alarm with a motor signal failure. The patient did not confirm the alarm; the pump entered a power reboot cycle on (B)(6) 2011 at 00:13. The pump was rebooted with a fully charged battery on (B)(6) 2011 at 07:43. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.